Event description:
This lead was explanted and replaced due to dislodgement on (B)(6) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. During further analysis cuttings in the insulation were found which occurred most likely during surgery. Blood penetrated the lead in these areas. In summary, a bend in the lead's distal part was found, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.